Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's reservoirs were filling with air bubbles. The customer stated there would be no bubbles then towards the end, the tubing would fill with bubbles and her blood glucose would go high. The customer could not recall her blood glucose during the event. The customer stated the air bubbles were approximately the size of champagne bubbles and smaller. It was explained to the customer that rewinding the insulin pump with the reservoir in place could create bubbles. The customer stated the insulin pump was indeed rewound with a reservoir in place. It was advised that insulin should be stored at room temperature to prevent gassing out when it warms in the pump. The insulin was not stored at room temperature. Nothing further reported.